Event description:
Tech alleged, the scale was not working.

Manufacturer narrative:
Tech found the pc board had corrosion build up on it due to fluid/moisture, causing the scale on the right side to work intermittently. He replaced the scale to resolve the issue.